Manufacturer narrative:
Date of event - aware date of (B)(6) 2021 used as event date is unknown.

Event description:
It was reported that device movement/shift occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted. On the 45-day follow-up computed tomography (CT) scan, the 24mm device was noted to have migrated into the laa and has left some of the appendage exposed and now a measurable leak. The 24mm device is measuring 24mm, so it is uncompressed in the appendage. The patient is reported to be doing well.